Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician gave the ok to remove the lifevest during the day due to the rash. Outcome of the skin irritation is unknown.